Manufacturer narrative:
A philips service engineer did not evaluate or service the device as the customer ultimately canceled the quote for repair. The customer informed that the device will be retired, and repair was no longer needed. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
A service quote consisting of the replacement data acquisition (da) printed circuit board assembly (pcba) and solenoid valve was sent to the customer for approval. Per the good faith effort (gfe) response received, the customer did not get the test equipment to verify the issue until recently. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "proximal pressure sensor autozero failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that a "proximal pressure sensor autozero failed" alarm error occurred; however, the customer was not with the device at the time of the call. The remote service engineer (rse) instructed the customer to check the event log and verify that the 110a-proximal pressure sensor autozero failed or 110b proximal pressure sensor autozero failed error code was logged for the proximal pressure sensor autozero failed alarm. The rse also informed the customer of the suggested repair per the service manual, recommended that the customer replace solenoids 3 and 4 valves, provided the customer with the part number and price of the replacement solenoid valve for repair, reviewed installation per the service manual while advising the customer to make sure that the pins from all four solenoids get fully seated into the data acquisition (da) printed circuit board assembly- pcba, and discussed required testing per the manual. The investigation is ongoing.